Event description:
A (B)(6) male pt contacted zoll customer support to report that his battery charger was not properly charging the batteries. The pt received a replacement battery charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger sn (B)(4) has been completed. The reported problem (does not properly charge batteries) has been confirmed. Upon receipt, the charger was intermittent. The cause of the inability to properly charger the batteries is an intermittent charger. The cause of the intermittent charger is a defective power unit. The cause of the defective power unit is disconnected pins in the connector. The root cause for the disconnected pins cannot be positively identified but is likely a result of excessive force. No adverse event resulted from the defective power unit. The pt received a replacement battery charger.